Event description:
User stated there was a liquid leaking and running along the side of the drain tubing from the analyzer into the drain. She did not note any pooling of the liquid; however, the floor tile appeared to be warped. The user states she does not know how or when the floor tile became warped and assumed, it was leak that somehow caused the floor tile to become warped, but does not know this for certain. No patient samples were involved. No operators were harmed. The field service representative determined the diluted waste line was leaking and removed the waste tubing and cut the existing piece of tubing. He also tightened the threaded nipple connection on the waste elbow pvc and cleaned and decontaminated the floor affected by the leak.